Event description:
As reported by the user facility: customer stated that they had a patient that contracted (B)(6) and he wanted more info about the machine because he was not as familiar with the dialog + machine. Customer stated that he does not believe that the machine contributed to the transfer but wanted to discuss the possibility. MFR report #: 3002879653-2014-00247.